Event description:
It was reported that this pacemaker recorded an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and high battery impedance was suspected, however this condition could not be confirmed. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.